Event description:
Alleged the knee and the hi/low functions ran up unintentionally.

Manufacturer narrative:
The facility found the switches for the knee and hi/low functions were stuck on the caregiver overlay. Repairs have not been completed.